Event description:
Mr. (B)(6) head of the theatre reported to our sales rep (B)(4) that he was observing a surgery procedure. During this he observed that the tibial impactor was broken. There was no undue pressure in this case. A replacement was available and the surgery was completed.

Manufacturer narrative:
Visual inspection of the returned device showed significant damage attributed to frequent use. The black tibial impactor head contained multiple gouges. The deep gouges suggest that the impactor may have been used to impact the posterior side of the tibial base plate, or may have been aligned with the respective component such that the component wore the head of the impactor. Inspection of the returned devices confirmed that the devices were damaged from foreseeable usage. The event is related to a trend of similar events where the polypropylene heads of triathlon pkr impactors are damaged from foreseeable impaction due to their material and geometry configuration. A design non-conformance was observed.